Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the "poly sheath with a sidearm" into the patient femoral artery. The md could not advance the iab through the sheath and as a result, the iab and sheath were removed as one unit. There was no reported patient death or injury. There were no reported patient complications. Reference MDR #1219856-2010-00406 for the second event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B)(4).